Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. It was reported that in the middle of the procedure, current leakage error appeared on the carto 3 system while ablating with the thermocool® smart touch¿ bi-directional navigation catheter. The ablation stopped automatically. The cable was changed, but the issue remained. They changed the catheter and the problem was solved. No patient consequence was reported. Additional information on the event. The current leakage error displayed was due to a signal issue. Immediately after the current leakage error, a lot of noise was observed on the ECG¿s being displayed on the carto and recording systems. The physician did not have any ECG signal available to monitor the patient¿s heart rhythm for about 5 seconds. ECG signals went back to normal after the catheter was disconnected. The device evaluation was completed on (B)(6)-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, carto 3 test and electrical evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thmcl smrttch catheter. A carto 3 test and electrical were performed on the catheter and it was found within specifications. No current leakage or electrical malfunction was observed. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the carto 3 system manual: the current leakage disconnect body surface ECG cable and all catheter extension cable from the patient interface unit. If the problem persists, replace the catheter cable or the catheter. ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. The events described could not be confirmed as the device performed without any leakage or electrical issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on(B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The event year reported is (B)(6) 2021. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and bad/no ECG on all channels issue occurred. It was reported that in the middle of the procedure, current leakage error appeared on the carto 3 system while ablating with the thermocool® smart touch¿ bi-directional navigation catheter. The ablation stopped automatically. The cable was changed, but the issue remained. They changed the catheter and the problem was solved. No patient consequence was reported. The current leakage error issue was assessed as not MDR reportable. This issue was highly detectable and would require adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety was unaffected by this issue. Additional information on the event was received on 6/2/2021. The current leakage error displayed was due to a signal issue. Immediately after the current leakage error, a lot of noise was observed on the ECG¿s being displayed on the carto and recording systems. The physician did not have any ECG signal available to monitor the patient¿s heart rhythm for about 5 seconds. ECG signals went back to normal after the catheter was disconnected. Per the additional information received on 6/2/2021 stating that the physician did not have any ECG signal available to monitor the patient¿s heart rhythm, this signal issue was assessed as MDR reportable. Therefore, the awareness date for this reportable issue is (B)(6) 2021.